Manufacturer narrative:
The event occurred in (B)(6). Device was not returned to manufacturer.

Event description:
Reporter stated two infusion set needles have broken off in the customer's skin. On one occasion, the needle had to be removed using tweezers. No adverse event was reported. The customer was unable to provide the lot number or expiration date, and no product is available to return for evaluation.